Manufacturer narrative:
(B)(4).

Event description:
It was reported after device implant, post-paced t-wave oversensing was observed. Programming changes were made. No adverse consequences were detected.